Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level ranged from 251-253 mg/dl. Tandem technical support performed a system check on the pump and determined it was functioning as intended. Customer changed the cartridge and infusion set and did not observe any issues with the pump supplies. Customer continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.